Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) the system shock impedance measurement was 400 ohm, when measured outside of the pocket. Technical services (ts) noted that since the s-ICD was outside of the pocket, air greatly affects the reading and increases it since air is not a good conductor. It was confirmed by the field representative that once the s-ICD was in the pocket, the shock impedance came down to 70 ohms. This electrode was successfully implanted and remains in service. No adverse patient effects were reported.